Manufacturer narrative:
(B)(4). Concomitant products: guide wire: .017" viper; guide catheter: 7f cook sheath. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified left common femoral artery. An emboshield nav6 embolic protection device was deployed in the artery and an orbital atherectomy system was used. The nav6 filtration element was on a .017 guide wire and not the barewire. The retrieval catheter was advanced and under fluoroscopy it was observed that the filtration element had been captured. During removal of the system there was resistance and when the retrieval catheter and wire were removed, the filtration element was not on the wire. Fluoroscopy revealed the filtration element was hanging off the end of the 7f sheath. An attempt was made to remove the sheath when the filtration element detached and floated into the superficial femoral artery. The filtration element was snared; however, when checked outside the anatomy, part of the membrane was missing. Fluoroscopy revealed the membrane had floated into the tibial artery. Several attempts were made to snare the membrane when it was finally snared and removed. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported filter separation was confirmed. The difficulty removing was not able to be confirmed as it was based on circumstances of the procedure. The investigation determined that the reported difficulties appear to be user related. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. It should be noted that the emboshield nav 6 instruction for use states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, the indication for use states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. The diameter of the artery at the site of the filtration element placement should be between 2.5 and 7.0 mm. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.